Manufacturer narrative:
The customer's strips were not returned for investigation. Only the returned meter was tested in comparison to a retention meter and master lot strips.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of questionable inr results on a coaguchek xs meter with serial number (B)(4). The customer stated that one week ago the meter result was >8.0 inr. The customer stated that two weeks ago the meter result was >8.0 inr. On (B)(6) 2018 at approximately 3:00 pm, the meter result was 3.0 inr. On (B)(6) 2018 at approximately 4:00 pm, the meter result was >8.0 inr. There were no symptoms of high inr. The customer stated that their coumadin dose was lowered for 2 days and the meter result was >8.0 inr. The customer did not receive or require medical treatment. There was no allegation of an adverse event. The customer has no changes in diet, medications, or health. The customer was not anemic or "polycythemic", no antiphospholipid antibodies, and no other anticoagulants. The customer does not recall observing the qc checkmark. The customer's therapeutic range is 2.0 - 3.0 inr. Relevant retention test strips (lot 266836-23) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. Based on the analysis of the meter memory there was no result of >8.0 inr. A result of 8.0 inr on (B)(6) 2001 was observed in the meter memory.

Manufacturer narrative:
The customer's returned meter and strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used.  Donor #1 inr: 2.7 inr,  donor #2 inr: 4.2 inr.  Donor #1 hct: 41%,  donor #2 hct: 40%.  Testing results:  donor #1: retention meter and masterlot strips: 2.8 inr,  donor #1: customer meter and masterlot strips: 2.8 inr. Donor #2: retention meter and masterlot strips: 4.2 inr,  donor #2: customer meter and masterlot strips: 4.2 inr.  All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification.  The investigation was unable to find a definitive root cause.